Event description:
The manufacturer received information from a third-party service center during the device evaluation that the circuit board was damaged. There was no patient harm or injury. During the evaluation of the device at the third party service center, the device was visually inspected, and no visible foam particles were observed. Secondary findings observed such as damaged circuit board. There were continue error related to accessory module found in error log. The device was scrapped.

Manufacturer narrative:
H3 other text : device serviced by third party service center.

Manufacturer narrative:
Correction to the previous report. The manufacturer received information in reference to a dreamstation auto CPAP. The device was serviced by a service center. During the evaluation, it was found that that the circuit board was damaged. This complaint has been reviewed, and it has been determined that based on information available at the time of this review, the complaint is not reportable to any regulatory authorities. There is no patient harm or serious injury associated with this notification. No report will be filed with any regulatory agencies at this time